Manufacturer narrative:
Additional b5: it was reported that the melted sheath was removed, extracted with forceps and aspiration. Consequence to patient was unknown; however, there was an increase in surgery time of more than 30 minutes. It was reported that the patient was between 50 and 60 years old. The hook 3pk n1 for hook handle (cev229-2a) was returned for evaluation: failure analysis: evaluation of the hook verified the complaint reported by the customer as valid. Upon analysis, the coating bonded to the hook was found to be compliant. Root cause analysis: it was determined that the reported event may be due to the use of too much voltage and/or too long of a coagulation time. The instructions for use (IFU) provided with the instrument clearly warns of the maximal assigned output voltage that can be applied to a monopolar high-frequency electrosurgical accessory and for special indications etched on the instrument and/or on a specific insert.

Event description:
A facility reported that during laparoscopic surgery, the insulated part of the coagulation hook/hook 3pk n1 for hook handle (cev229-2a) melted completely during the coagulation. It was reported that the device was in contact with the patient; however, no patient injury or death occurred. It was unknown whether the event lead to an increase in surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.